Event description:
Additional information received noted that the programming session with the patient that was originally scheduled had to be rescheduled. The patient was seen on 2012 (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3778-60, lot # v176838007, implanted: (B)(6) 2009, explanted: unknown; programmer: model # 37743, lot # nke128855n; recharger: model # 37752, lot # nka131106n.

Event description:
It was initially reported that there were coupling and or communication issues. An ins overdischarge was suspected. Patient compliance was primary reason for overdischarge. The last time any stimulation was felt was 6 to 12 months ago. The last successful recharging session was 6 to 12 months ago. The patient was currently in a nursing facility. In later reporting it was noted that regarding any diagnostics performed, the patient was seen by a manufacturer's representative on (B)(6) 2011. At that time, a over discharge was confirmed and a prm (physician mode recharge ) was completed. The battery returned to normal charging status. Reprogramming was also completed but coverage was not achieved. Areas covered by the patient's single 1x8 lead had shifted since initial implant. The patient had several falls. Lack of charging diligence resulted in over discharge status. Pmr revived battery. Paresthesia was not as it was. The patient was to been seen by a manufacturer's representative on (B)(6) 2012 to again try to program the device for better coverage. The patient was currently not using the stimulator. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that they were able to reprogram the patient on 2012 (B)(6) at the physician's office. The goal was to try and get the coverage more midline in the back and further over to the left back and leg. They were only able to get right sided leg coverage and back.